Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, hcp, and manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the transmitter was not working. The hcp did not know whether the patient was referring to the ins or programmer. The patient called in and stated that she cannot get the battery to charge. The ins will not communicate with the programmer either so they cannot access MRI mode. The last successful recharge was in (B)(6) of 2018. The patient said it got hot then eventually stopped taking a charge. A rep met with the patient and confirmed the ins was overdischarged. The patient said told the rep about one month ago she could no longer communicate with the battery to recharge. A power on reset (por) was performed and the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the ins getting hot as not determined. The ins accepted the recharging surface for about 3 hours without a heat warning, thus allowing for a successful prm/por to be performed. The issue was resolved. No further complications were reported.